Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted when additional information becomes available.

Event description:
Sterile processing noticed screws missing in decontamination case type / application: no associated procedure - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return.